Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several actions to address occlusion issues, and a bolus was eventually completed successfully. The customer was advised to replace supplies as necessary and continue with insulin therapy.